Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the unresponsive controller was the patient accidentally turned the unit off.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 97745nt s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller was unresponsive and was not working. Patient stated that they hit the button on the controller and nothing happened. Patient said that the controller had been working perfectly, but this morning they were charging the implanted neurostimulator and they took the controller off the charger so they could charge their battery, but when they connected the controller to the ac power supply, the controller didn't turn on or anything. Patient had their husband help troubleshoot. During the call, caller confirmed no visible damage to the controller charging port. Agent walked caller through resetting the controller with the ac power supply. Caller confirmed the controller screen turned on. Caller reinserted the battery pack and confirmed the green light was flashing above the screen. Patient started an implant charge session and confirmed the controller was 100% and their implant was 70% with recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.